Event description:
It was reported that the biomedical engineer (be) was testing the external pulse generator (epg) and the atrial output was out of specification. The be was informed that the epg is no longer serviced. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).